Event description:
It was reported that pump time displayed on device was incorrect and required update, although cause of time discrepancy was unknown. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to update pump time, was advised to monitor for any future discrepancies greater than 5 minutes, and stated understanding of instructions with no additional outcomes reported.